Event description:
The manufacturer was contacted regarding 12 upat probes. The patient reports that blisters appeared around the base of the nail on the index finger where the probe was attached, and the area became red and swollen. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported: "the manufacturer was contacted regarding 12 upat probes. The patient reports that blisters appeared around the base of the nail on the index finger where the probe was attached, and the area became red and swollen. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete." A correction report is being submitted as the device is an itamar/zoll product as part of watchpat, and not manufactured by the manufacturer.